Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a period of high impedances before dropping back to normal values. The impedances were then observed to be increasing, and loss of capture was noted during monitoring. The lead was capped and replaced. No patient complications have been reported as a result of this event.